Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room with a heart rate of 30 bpm. Device evaluation was done and intermittent loss of capture was noted at outputs of 7.5 volts, and the patient could feel the rv pacing. Surgical intervention was performed, and the physician suspected the lead had microdislodged because on fluoroscopy the lead looked to be in the same position. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.